Event description:
Per the clinic, the patient experienced swelling at the implant site and was treated with oral and antibiotic injection at the implant site (specific date, duration and dosage not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.